Manufacturer narrative:
Affected devices were returned. Each handle was reviewed visually and there is no evidence of damage or abuse to any of the handles. Each handle was returned with batteries installed and after a miller 3 blade was installed onto each handle to confirm the led's would illuminate, each handle was disassembled per the IFU instructions to check the lamp cartridge for proper installation. Seven (7) of the handles did not have the lamp cartridge fully threaded into the head so they were hand tightened and the devices functioned as intended. The remaining handle did not have the lamp cartridge installed into the laryngoscope head and full out completely. This lamp cartridge was threaded into the head per the IFU and the device functioned as intended. Proper installation of the lamp cartridge per the IFU provided a fully functionally and illuminating device. Therefore, the customer complaint is not confirmed.

Event description:
The customer alleges the "light flickers''. No other details were provided and no patient injury/harm reported.